Event description:
Fracture of zirconia head used with 28mm std chamley elite plus stem. Pt slipped at work in 2005; resulting in increasingly painful right hip. X-rays confirmed fracture of zirconia head.